Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-04976 and 3005099803-2012-04977 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were attempted to be implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the patient had a malignant bronchial stricture. The stricture was reported to be relatively straight and was not dilated prior to stent placement. During the procedure, the first ultraflex stent was implanted within the patient (subject of manufacturer's report 3005099803-2012-04976) . However, the stent deployed into the trachea and was not in the desired location. The stent system was removed from the patient. A second ultraflex was obtained and introduced into the patient along a guidewire (subject of manufacturer's report 3005099803-2012-04977). During an attempt to deploy the stent, resistance was met and the delivery system bowed. The stent could not completely deploy; it only deployed partially(50%). The physician felt that the deployment suture might break if deployment continued; therefore, the partially deployed stent was removed from the patient. Reportedly, the patient experienced bleeding during the attempt to deploy the second ultraflex stent. It was reported that the bleed was treated by suctioning from the scope and stent placement. The procedure was completed with the 2 other stents (different device). At the end of the procedure the physician took a wait-and-see approach with regards to the patient's condition. The bleed was reported to be resolved. It was reported that the patient died within 8 days after the procedure. The physician's assessment of the patient's death was due to advanced cancer. Additionally, according to the physician, there was no problem regarding the implanted stents that contributed to the patient's death.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-04976 and 3005099803-2012-04977 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were attempted to be implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the patient had a malignant bronchial stricture. The stricture was reported to be relatively straight and was not dilated prior to stent placement. During the procedure, the first ultraflex stent was implanted within the patient (subject of manufacturer's report 3005099803-2012-04976) . However, the stent deployed into the trachea and was not in the desired location. The stent system was removed from the patient. A second ultraflex was obtained and introduced into the patient along a guidewire (subject of manufacturer's report 3005099803-2012-04977). During an attempt to deploy the stent, resistance was met and the delivery system bowed. The stent could not completely deploy; it only deployed partially(50%). The physician felt that the deployment suture might break if deployment continued; therefore, the partially deployed stent was removed from the patient. Reportedly, the patient experienced bleeding during the attempt to deploy the second ultraflex stent. It was reported that the bleed was treated by suctioning from the scope and stent placement. The procedure was completed with the 2 other stents (different device). At the end of the procedure the physician took a wait-and-see approach with regards to the patient's condition. The bleed was reported to be resolved. It was reported that the patient died within 8 days after the procedure. The physicians assessment of the patient's death was due to advanced cancer. Additionally, according to the physician, there was no problem regarding the implanted stents that contributed to the patient's death.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. (B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 6 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.